Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having severe pain, swelling, inflammation and recession. Their dentist prescribed mouthwash and steroid ointment to help with infection and pain. Orthodontist consult found that gum grafts were needed due to recession that was exacerbated by the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.